Event description:
A report was received stating, during patient use, a ventilator displayed a low exhalation tidal volume. The patient was removed from the device and placed on an alternate ventilator. The patient's oxygen saturation level then returned to normal. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator but did not duplicate the reported issue. The cse assisted the user facility with troubleshooting the device by cycling the ventilator for 90 minutes in an attempt to duplicate the reported event. The reported issue was not duplicated. The ventilator passed electrical safety test, extended self tests (est), short self tests, and oxygen sensor calibration.